Event description:
According to the reporter, during a hartmann procedure, at the time of rectal transection, there was excessive force when firing. This issue occurred on two reloads. To resolve the issue, the surgeon put pressure on it, and another reload was used with the same handle and adapter. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot# p3c0282); sigphandle, sig power sigphandle handle (serial# unknown); sigpshell, sig power sigpshell control shell (lot# unknown),; sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the sled and staples were visible at the 3.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 4cm cut line. Functional testing required the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that excessive load detected during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: reload thick tissue, device partially fired and reload knife blade damaged. Visually, the reload was partially fired and the interlock was engaged. The sled and staples and staple pushers were visible. Staple pushers on the proximal side were pushed back to the cartridge. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clampi ng the jaw or firing. Damage to the cutting edge of the knife blade was observed. The jaws were bent to one side. Functionally, the jaws were not fully closed, and the anvil was found to be deformed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.